Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14may2020. It was reported that the guidezilla could not cross the lesion. The 99% stenosed, 20mmx2.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the distal shaft is separated from the collar.